Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent planned endovascular treatment of bi-lateral common iliac artery aneurysms and was implanted with gore® excluder® aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis devices. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025, determined the maximum diameter of the abdominal aorta measured 34mm with a maximum diameter proximal landing zone of 22mm, the maximum diameter of the left common iliac artery measured 29mm, the maximum diameter of the right common iliac artery measured 30mm. Successful access, delivery, and accurate deployment of the devices to their intended location, and retrieval of the delivery system and technical success were reported. There were no corrective procedure(s) or complications related to the device or procedure. The patient tolerated the procedure and was discharged to home (self-care) on (B)(6) 2025. On (B)(6) 2026, gore imaging sciences (gis) post review of follow-up imaging performed on (B)(6) 2025 reports an indeterminate endoleak with compression/infolding of the excluder conformable aaa endoprosthesis trunk-ipsilateral leg. Additionally, imaging determined the maximum diameter of the abdominal aorta measured 24mm and the maximum diameter of the left common iliac artery measured 29mm; the maximum diameter of the right common iliac artery measured 32mm. All devices are patent with no migration or device integrity issues. There has been no reintervention performed or scheduled to date.